Event description:
A custom left talar component was ordered. After the pt was on the table it was discovered a custom right side implant was manufactured in error. The customer had another custom left implant reserved for a different surgery. They used that implant with minimal delay.